Event description:
Healthcare professional reported rupture was on the contralateral side and right side "cyst", which is not device-related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b2, b5, b6, d6a, e1, h6.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.